Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The valve was not returned to edwards lifesciences for evaluation. A review of imagery of patient's anatomy showed patient's left access vessel had calcification, tortuosity and undersized mld. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was unable to be confirmed. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the valve became stuck in the esheath at the common iliac. The physician applied force to advance the system and the system went through the middle of the esheath. The valve stent strut was bent and the system was unable to be removed'. Per imagery of patient's anatomy, the patient's access vessels had presence of calcification, tortuosity, and undersized access vessel. The presence of calcification, tortuosity, and undersized access vessel can create a challenging pathway for delivery system advancement through the sheath, leading to resistance and high push force. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. In this case, it is possible that the valve strut catches within the sheath during the delivery system advancement, and the subsequent push force resulted in the valve puncture through sheath and bent the valve strut. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that patient factors (calcification/ tortuosity/ undersized vessel) and/or procedural factors (excessive device manipulation) may have contributed to the frame damaged during use and subsequent vascular injury. However, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative correction (CAPA) are not required. Per management discretion, a product risk assessment escalation has been previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. A CAPA has been initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the valve became stuck in the esheath at the common iliac. The physician applied force to advance the system and the system went through the middle of the esheath. The valve stent strut was bent, and the system was unable to be removed. A vascular surgeon was called to remove the system. A covered stent was placed in the common external iliac. A new valve was successfully implanted. Upon removal of the esheath, the patient was still bleeding, which was believed to be from the common iliac injury extending down to the femoral artery. The common femoral insertion site was repaired and the patient is stable post procedure.